Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 16, 2015, the lay user/patient contacted lifescan (lfs) alleging an unusual issue with his onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the alleged unusual issue occurred on (B)(6) 2015 when the "test strip will not go inside meter". The patient manages his diabetes with a combination of medications including janumet tablets. He was unable or unwilling to say whether he made any changes to his usual diabetes management routine as a result of the alleged issue. The patient alleged that an unknown time after the alleged issue began he developed symptoms of "shaking [and] tired". He was unable or unwilling to say whether he had received any treatment for his symptoms. At the time of troubleshooting, the cca walked the patient through resolving the issue, but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed